Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by our affiliates in the united kingdom, this was a case with a 29mm sapien 3 valve, in aortic position by transfemoral approach. During the procedure, the balloon of the delivery system circumferentially ruptured during valve deployment, but the final position was acceptable. Since it was not possible to retrieve the balloon into the esheath, the vascular team was called to retrieve it. No cut-down was needed. There was no detachment of the balloon material observed after withdrawal, the c-marker band was present on the esheath, and nothing was left inside the patient. Proglide, angio-seal, and manta vascular closure device were used for closure. The patient was doing well. As per medical opinion, the native valve was not heavily calcified to indicate a risk of balloon rupture.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-00769. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following was observed: the balloon was radially burst at two locations. Balloon burst during valve deployment, fluid leakage was observed during deployment. After removal from patient, the esheath liner was delaminated at the distal part. Provided CT did not reveal any additional finding. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on imagery provided for evaluation. Available information suggests patient factors (calcification) likely contributed to the event as there was calcification at deployment position. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for inability to withdraw system through sheath was confirmed based on evaluation of provided imagery. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as the liner esheath is delaminated. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip or patient vasculature, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.